Event description:
One day after osteogen was applied in the foot, pt stated he received shocks every 10 secs, through his entire body. Device was explanted. Pt outcome: pt reported no shocks after removal of device. No ill effects reported.